Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the high/low glucose alarms did not trigger from the adc device. The customer was not notified of changing glucose levels and indicated they felt dizzy and experienced seizure and loss of consciousness. The customer reported being able to self-treat (unspecified), and no further details were provided. There was no report of death or permanent injury associated with this event.